Event description:
It was reported that pacing impedance measurements on this left ventricular (lv) lead were high and out of range. A lead revision was performed and a lead fracture was confirmed. The lead was surgically abandoned. No additional adverse patient effects were reported.